Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps powered off during infusions. It was stated that there had been 8 to 10 intravenous pumps that powered off while working in the emergency department, post-anesthesia care unit and intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.